Event description:
It was reported that the patient was due for a scheduled lead revision at the time of device change out. The pre-testing measurements were normal. The physician was unable to pass neither a regular wire nor a terumo glidewire past the obstruction in the left venous system. Fluoroscopy of the lead noted externalization after the svc coil and prior to the rv coil. The lead remains implanted. The patient condition was stable post-procedure.

Manufacturer narrative:
(B)(4).